Event description:
The field engineer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator was identified as requiring replacement. However, the customer opted to forego repairing the system at this time.